Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a crack in an unspecified location. This was observed during filling. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a vertical scratch approximately 1.19 inches in length located on the outer surface of the housing. No signs of a crack were observed on the device. The cause of the scratch could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.